Event description:
Reporter indicated that his vns therapy programming handheld would properly power on. Troubleshooting did not resolve the issue. Handheld was subsequently returned to MFR for prod analysis; however, that analysis is not yet completed.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.